Event description:
It it was reported that an interlink continu-flo 3-port manifold set was received with the tubing disconnected from the proximal end of the manifold. The nurse observed the malfunction while the set was still in the packaging. The nurse removed the set from the packaging and twisted the collar to secure it back into place. The tubing was primed and the infusion was started. After an unknown amount of time the tubing disconnected and leaked. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.